Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rod for reaming guide inserter tip was bent and needs replacement. This part was being sent back to depuy and was not used on a patient. Attune rp impactor composite was broken into two pieces and needs to be replaced. This was not used on a patient and was being sent back to depuy. Attune shim 5x8 was broken in half. This was not used on a patient and was being sent back to depuy. Attune 6x8 capture guide red composite tab latching mech was broken. Was not used on a patient and being returned to depuy. No surgical delay.

Manufacturer narrative:
H10 additional narrative: added: d10 corrected: h3 and h6 (closure codes and device codes). Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirmed the reported bent condition. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.